Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a defective plunger clamp and lld spring, compression spring, tip clamp sleeve, and tip clamp sleeve were replaced. The instrument was inspected, tested without further problem, and returned to service.